Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: ¿do not expose your pump to x-ray screening used for carry-on and checked luggage. Newer full body scanners used in airport security screening are also a form of x-ray and your pump should not be exposed to them. Notify the security agent that your pump cannot be exposed to x-ray machines and request an alternate means of screening.¿

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to x-rays prior to the malfunciton occuring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.